Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the suture from the ureteral stent package was ruptured.

Event description:
It was reported that the suture from the ureteral stent package was ruptured.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted visual requirements state to use unaided eye at 12" to 18" distance under normal room lighting, unless otherwise noted. Functional evaluation noted when evacuating the sample provided it could be seen that the suture was separated. The suture separation looks similar to what is seen when it has been cut with a sharp object due to no stretching or discoloration of the material. When preforming the DHR review it could be seen that the 100% visual inspection was performed by production and executed. If the suture has been separated at the time of tying, in process, it would have been possible due to where the separation occurred. Although an exact root cause could not be determined a potential root cause could be inappropriate package design. A DHR review did not show any problems or conditions that would have contributed to the reported event. The labelling review is not required as labelling would not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.